Manufacturer narrative:
Additional information: h3, h6 and h10. The actual device was not available; however, two companion samples were received for evaluation. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed, and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on three (3) units of a 9l effluent bag at upstream of the drain clamp when clamped. The event occurred on three patient and there was no patient injury or medical intervention associated with this event. No additional information is available.